Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as mw5061342. It was reported that post a coronary stenting treatment procedure the patient expired. The patient presented with a dialysis access site clot and was scheduled for a fistulagram and angioplasty. During the angioplasty, balloon dilation was performed and a 2.5x12mm ion drug eluting stent was placed. There was a slight narrowing, but blood flowed well. The patient was discharged home with dialysis scheduled for the following day. During dialysis, the dialysis technician could not feel a thrill or hear a bruit and the patient was returned to the vascular department for a chest wall port to facilitate dialysis. The catheter was placed and repeat angioplasty done the following week with balloon dilation and placement of another stent in the same arm. A bovine graft was later performed with good blood flow. The patient went to his next dialysis appointment and the graft was found to be clotted. The following week the patient was scheduled to have the clot removed from the bovine graft. The procedure was performed and the patient was taken to recovery where he experienced breathing difficulties, which were treated. The patient also experienced shortness of breath in the recovery room and seemed tired. Upon returning home, the patient went to lie down. Later in the evening the patient made "a guttural sound" and CPR was initiated. Ems transported the patient; however, he was unable to be resuscitated.